Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power. The hp stated that one of the supply bags had more moisture than normal. The tsr assisted to retrieve the cassette and advised to let the nurse know about the alarm. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated that he noticed the supply bag was a little wet when he took it out of the outer pouch. The hp did not notice and holes or any type of abnormality. The hp stated that he did notify his nurse and she discussed proper procedures. There was no patient injury or medical intervention reported.